Event description:
It was reported that during a stenting treatment procedure, a shaft detachment occurred. An unspecified target lesion was stented with a liberte bare (mr) 28mm 4.00 stent. The balloon was inflated to 10 atm. Resistance was encountered during removal. Once the liberte bare (mr) 28mm 4.00 stent delivery system was removed from the unknown manufacturer's guide catheter outside the patient the physician noted the proximal shaft had detached. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube at 21.3cm distal to the strain relief. A severe kink was noted in the hypotube at 4.6cm distal to the break site. The balloon appeared to have been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft detachment occurred. An unspecified target lesion was stented with a liberte bare (mr) 28mm 4.00 stent. The balloon was inflated to 10 atm. Resistance was encountered during removal. Once the liberte bare (mr) 28mm 4.00 stent delivery system was removed from the unknown manufacturer's guide catheter outside the patient the physician noted the proximal shaft had detached. The procedure was completed with this device. No patient complications were reported and the patient's status is good.